Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac power only. The returned battery was installed into a known good unit and docked into a docking station and charged overnight. The battery died within 1 minute of usage. The battery was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the unit will not run on battery. The customer replaced the battery and tried to run the deep discharge cycle, but the unit never completes the deep discharge. The device was left to run for 5 days, but it would not complete the deep discharge. The unit runs normally when docked on a docking station and will monitor patients. The device instantly shuts off if disconnected from the docking station without warning or alarm. No known impact or consequence to patient.